Manufacturer narrative:
The customer reports that the cns (central monitoring system) is experiencing communication loss on all beds every 5-10 minutes. The customer has power cycled the cns, all orgs and switches and the issue still persists. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the cns (central monitoring system) is experiencing communication loss on all beds every 5-10 minutes. The customer has power cycled the cns, all orgs and switches and the issue still persists.

Manufacturer narrative:
Manufacturer narrative: the customer reports that the cns (central monitoring system) is experiencing communication loss on all beds every 5-10 minutes. The customer has power cycled the cns, all orgs and switches and the issue still persists. The product involved in this event has not been returned to date to allow for an analysis to be performed. The device was never sent in for evaluation as the biomed reported he changed out the switch and the issue has not happened since. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.